Manufacturer narrative:
Device labeling: if you have a patient who has experienced one or more serious problems related to her breast implants, you are encouraged to report the serious problem(s) to the FDA through the medwatch voluntary reporting system for her. Examples of serious problems include disability, hospitalization, harm to offspring, and medical or surgical intervention to prevent lasting damage. In addition, concerns have been raised regarding potential damaging effects on children born to mothers with implants. Two studies in humans have found that the risk of birth defects overall is not increased in children born after breast implant surgery. Although low birth weight was reported in a third study, other factors (for example, lower pre-pregnancy weight) may explain this finding. This author recommended further research on infant health. A review of the evidence did not find that offspring of women with implants were at an increased risk for esophageal disorders, rheumatic diseases, or congenital malformations.

Event description:
Patient reported child having a birth defect (congenital anomaly or malformation), specified as a "heart defect." No indication of treatment. Device remains implanted. Follow-up attempts in order to determine causality were unsuccessful as no response was received. This medwatch is for the left side. See MFR # 9617229-2015-00543 for the right side.